Manufacturer narrative:
(B) (4) - wire broke in patient retrieved by physician the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the proximal end of the loop wire detached and fell inside the patient. The physician retrieved the loop wire endoscopically. The procedure was completed with another one step button initial placement gastrostomy kit. The patient's condition at the conclusion of the procedure was reported to be good.